Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged between 321-400 mg/dl. A new cartridge was loaded to resolve the issue. Reportedly, the customer was not performing the proper air removal technique. Customer was educated on the air removal process when filling a cartridge.